Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station ((B)(4)) auto discharged a patient. The cns log files were received and sent to nihon kohden corporate for investigation. No patient harm was reported. Service requested: troubleshooting. Service performed: analysis of the cns log files. Investigation summary: based on the analysis, the root cause is likely to be accidental discharge by the patient, although not confirmed due to the fact that the log of admit/discharge operation is not available in the current version of the software. The recommended correction is to use the available screen lock function to prevent future accidental discharge. The service history for this customer site shows no subsequent reports for accidental discharge. The overall risk rating is determined to be medium. Concomitant medical devices: the following device was used in conjunction with the cns. Transmitter: model #: gz-130pa sn: (B)(4). Additional information: this final initial is being submitted on behalf of the manufacturer as a correction to the previously submitted report using the incorrect MFR report number (2080783) for MDR 2080783-2020-00092. This report is corrected, using the following MFR report number: 8030229-2020-00092.

Event description:
The customer reported that the central nurse's station ((B)(4)) auto discharged a patient. No consequence or impact to the patient was reported.